Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 407652, lead; implant: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned in segments. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that inappropriate shocks were delivered due to high impedance and an apparent fracture of the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.